Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a patient information verification form on november 29, 2017. The patient had been presented to the electrophysiology (ep) laboratory on (B)(6) 2017 and died on (B)(6) 2017. There were no reported allegations of device malfunction and no reported allegations that the implant procedure caused or contributed to the patient's death. According to the field clinical representative, the cause of the patient's death was not device-related.

Event description:
In addition to pacemaker placement on (B)(6) 2017, the patient was found to have bilateral critical carotid stenosis and underwent a left carotid endarterectomy on the same day. There was concern about the patient¿s post-operative neurologic status as the patient was not recovering as anticipated. A CT of the head showed subdural hematoma. The patient was taken to the operating room for a craniotomy with ventriculostomy. Postoperatively, from pacemaker, cea, and hematoma evacuation on the 19th, the patient was difficult to arouse on the 20th and sedation was weaned off entirely with failure to recover significant meaningful neurologic function. The family decided to pursue comfort care only and the patient died 15 minutes after being extubated at (B)(6) on (B)(6) 2017.the device was not explanted post-mortem.